Manufacturer narrative:
A device evaluation, and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 hub separated on 3 occasions. The following information was provided by the initial reporter: material no: 328438; batch no: 0132200. It was reported that needle hub separated from syringe. Verbatim: consumer reported he has had 3 syringes when removing the orange cover the whole needle component comes off with the cover. Stated he can see the needle inside of the cap. Stated this issue happened again today.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc syringes. Customer states that the needle hub separated from the syringe. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated on 3 occasions. The following information was provided by the initial reporter: material no: 328438 batch no: 0132200. It was reported that needle hub separated from syringe. Verbatim: consumer reported he has had 3 syringes when removing the orange cover the whole needle component comes off with the cover. Stated he can see the needle inside of the cap. Stated this issue happened again today.